Event description:
It was reported that the programmer displayed a blue screen and an error message at power up. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed its uplink tests and therefore the cable was replaced. It was further determined that the upper case was cracked and it was therefore replaced. Product ID: 229047 software analyzer (B)(4).